Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that during an advance placement, the left trocar was placed "thru the bulbous cavernousus muscle". It was reported that the muscle wasn't moved in the lateral direction sufficiently when passing the left needle through the patients' right side. When the mesh was tensioned, muscle interference was noted. The sling was removed and a new advance was implanted. No patient complications were reported in relation to this event.